Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to hyperglycemia as well as hypoglycemia on unknown date with blood glucose was unknown. The customer felt sick, sweaty and nauseous while his blood glucose was 3 mmol/l. Customer did not contact anyone during the night and this morning he woke up with a blood glucose 27 mmol/l. The sensor was stopped during lost sensor signal. The insulin pump was in auto mode during the night except for this morning when the sensor signal was lost. The customer was assisted with troubleshooting. In the hospital they stopped using the insulin pump and he receives intravenous insulin. Customer was stay one night and will come home tomorrow. It was at day 7 that he did a finger stick measurement again and then it became clear that his actual blood glucose was 26.4 mmol/l and not 3.5 mmol/l. The insulin pump will not be returned for analysis.